Manufacturer narrative:
E1 - facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insufflator is switching on, but the front panel switches are not working due to a defective cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the front panel switches of the subject device were not working during a maintenance. There were no reports of patient involvement.